Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media that the alerts the insulin pump made were not loud enough. The customer also had issues with the threshold suspend feature. The customer wanted to set his threshold suspend at 40 mg/dl. In one occasion his blood glucose level was around 30 mg/dl. The device was not returned.